Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a customer there was blood leakage found at the septum after removing the needle on a bd nexiva¿ diffusics¿ closed IV catheter system. There was no report of injury or medical intervention.

Manufacturer narrative:
One sample was received for analysis. Our quality engineer was able to confirm that the device had leaked at the septum. This issue is manufacturing/design related and a project has been completed to address occurrences of this nature. The customer complaint was confirmed as the returned sample available for evaluation was observed toshow a leakage into the septum assembly location. Bd was able to determine that it is a manufacturing/design related issue. The defect was mitigated under (B)(4) in order to modify canister, adapter and cannula back end geometries. The process review showed this defect is likely caused during the canister insertion process which is influenced by the alignment of the canister to catheter adapter during insertion, the lubrication of the primary septum with silicon and the centeredness of the cannula insertion into the septum assembly which was improved with the change mentioned above. DHR for lot number 6176917 was reviewed and no qn¿s related to leaks were documented, the DHR was revision was performed to verify the quality control plan for different for assembly operation where we inspect per leakage issues and no failures were documented. The material (B)(4) with lot number 6176917 was manufactured on june 2016. During the history record evaluation it was confirm that the qa technician performed the sampling plan according our procedures without any incidents, additionally all functional testing and product performance met specification criteria, accepting and releasing this lot. All relevant information during the DHR review shown that meet all established manufacturing criteria. No CAPA was opened for this issue however a design change in order to improve the catheter adapter, septum canister, septa geometry and cannula back-end change to rolled puncture point design under (B)(4) was implemented later this complain.